Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 95 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed fasting during call on (B)(6) 2015 produced result of 93 mg/dl. Comparing blood glucose test results from trueresult meter to husband's meter. Back to back blood test produced test results of 75 mg/dl using trueresult meter and 129 mg/dl using husband's meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 95 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed fasting during call on (B)(6) 2015 produced result of 93 mg/dl. Comparing blood glucose test results from trueresult meter to husband's meter. Back to back blood test produced test results of 75 mg/dl using trueresult meter and 129 mg/dl using husband's meter. Verified storage of product is within instructed spec. Test strip lot MFR's expiration date is 03/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 103mg/dl, (B)(6) 2015, 09:42am, fasting: yes; 75mg/dl, (B)(6) 2015, 09:44am, fasting: yes; 93mg/dl, (B)(6) 2015, 09:26am, fasting: yes; 108mg/dl, (B)(6) 2015, 10:07am, fasting: yes; 96mg/dl, (B)(6) 2015, 10:53am, fasting: yes; adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.